Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Investigation results images in case show two rings that are discolored, melted and damaged (broken tines). Traceability could not be confirmed, DHR and retain investigations not completed.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil ring broke. No broken parts in the patient's mouth. No injury.